Event description:
On (B)(6) 2013, it was reported that the patient does not think her infusion device delivers an accurate amount of insulin. She stated that she had experienced elevated blood glucose levels between 377 to 500 mg/dl for the past week. She removed the infusion set from her infusion site and programmed a bolus; it did not appear that the infusion device delivered the bolus. She changed the device's accessories, but it still appeared the device was not delivering insulin. She switched to her backup device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.